Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was hospitalized due to sepsis which was though to have been caused by a hemodialysis shiley catheter. Blood cultures were taken which came back positive. The patient was on a ventilator and given intravenous antibiotics. It was further noted that the patient received twenty inappropriate shocks as a result of t-wave oversensing due to a change in amplitude. Tachycardia therapy was programmed off for a few days and then reprogrammed back on. The patient remains hospitalized with a fever. No additional adverse patient effects were reported.